Event description:
It was reported to philips healthcare that the hearstart mrx failed etco2 gas calibration. There was no pt involvemnet.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.